Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Healthcare professional reports an issue with aquacel foam adhesive dressing used on a (B)(6) male patient with infected leg ulcer and edematous and fragile skin. An aquacel foam adhesive dressing applied to the wound. One week later at first dressing change the peri-wound skin was described as red hot and very painful. The dressing was discontinued and non-adhesive dressings applied until the wound healed.